Manufacturer narrative:
Device evaluation results the complaint that the surgeon activated the first part of the slider and was then blocked halfway, as the slider was too hard to push further, was confirmed. Testing in the irvine dal showed that although the slider was not ¿blocked¿, there was resistance to forward movement, most likely caused by the blue needle hub arm that was not fully rotated into the needle bevel selector slot in the injector syringe case. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61847, and there was no nonconformance for this unit or for this lot.

Event description:
Healthcare professional reported "as the needle was advanced through the sclera, the surgeon activated the first part of the slider and was then blocked halfway, as the slider was too hard to push further" when implanting in the right eye. Healthcare professional additionally reported "the needle was pulled out, however, the implant had been released through activation of the first part of the slider leaving about 2mm of the implant in the irido-corneal angle. The implant was then explanted and a new xen device was implanted."

Manufacturer narrative:
Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported "as the needle was advanced through the sclera, the surgeon activated the first part of the slider and was then blocked halfway, as the slider was too hard to push further" when implanting in the right eye. Healthcare professional additionally reported "the needle was pulled out, however, the implant had been released through activation of the first part of the slider leaving about 2mm of the implant in the irido-corneal angle. The implant was then explanted and a new xen device was implanted."